Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alarming excessive no delivery alarms for the past couple of weeks and had also alarmed motor error. The customer stated that they had to reset and re-prime the device in order to get it to work. And every time this was done a motor error alarm occurred. The customer's blood glucose was 160 mg/dl. She stated that the device has not been exposed to moisture to MRI. It had not been bumped or dropped. She does not use the sensor feature. She was able to complete the rewind sequence. She also stated that she had two heart attacks in october; she had a blood clot in her heart. She stated that she had three stints in her heart and a pump on her heart. She also stated that she died when the device was removed from her heart and died again when her heart pump was removed. The customer also has asthma. She had manual injections as a back-up plan. She wants to keep her out of warranty insulin pump. A replacement was sent. Nothing further was reported.